Event description:
It was reported that the physician could not bend the guidewire in-vivo. But could bend it in-vitro; however, once back inside the patient could not bend it as desired. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.